Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have failed the energy recognition test. Additional observation(s): the instrument was found to have the curved blade broken at the tip. A piece approximately 0.485" x 0.085" was found to be broken off that was not returned. The probable root cause of broken blade is attributed to mishandling or misuse. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (example: staples, clips) during use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The instrument tip was intact. The user completed the procedure using a backup instrument with no further issue reported. No known impact or patient consequence was reported.